Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. During the visual inspection it was identified that the devices battery was swollen. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.